Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision tkr dr (B)(6), (B)(6) hospital (B)(6) 2018. Patient underwent primary tkr on (B)(6) 2013 (dr (B)(6), (B)(6) hospital). Patient has presented with a progressively painful knee and reduced range of motion. X rays appear to show some abnormal activity below the tibial tray. Bone scans shown"hot" areas below the tibial tray. Tibial loosening was suspected. On opening the knee (dr (B)(6), (B)(6) hospital) the tibial tray appeared to be fairly well fixed. The bone cement was well fixed to the underlying bone. The tibial tray was removed along with the cement. An mbt revision tray with sleeve and stem implanted. A new 10mm cr insert was implanted. Knee appeared stable on the table (B)(6).

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.